Event description:
The complainant reported that during the therapeutic implant of the device in a pt (age and gender unk), the peel-a-way sheath just began to peel along the perforation for approx 1/2 cm. The sheath then broke off at the wing. The physician obtained another device and successfully completed the pt procedure. The complainant reported that there were no adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this MFR, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specifications. At this time ,we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.